Event description:
During a check-out procedure at the manufacturer's service center, a low circuit leak alarm condition was observed and the device failed test steps during testing. The device was not in patient use. The device's sensor board was replaced to address the issues.